Manufacturer narrative:
Note: product (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport (B)(4), from batch 37036914. Device history record batch record file number 37036914 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in december 2024. No other similar complaint was reported on the other batches contained in the same sterilization load. The complete investigation results will be sent in a follow-up report.

Event description:
Date of insertion (B)(6) 2025 in surgical description pediatric surgeon reports that 3 attempts were made to pass the guidewire, two failed, catheter is fixed to muscle with vicryl 000, specialist informs that it was left heparinized and describes that it is well located (B)(6) 2025 revision of implantable catheter due to leakage of liquid through walls (B)(6) 2025 seal therapy is performed due to positive blood culture for gram (-) bacilli (B)(6) 2025 implantable catheter is enabled for tpn (B)(6) 2025 catheter is enabled with surecan needle number 22 mobile catheter is found, location of port is achieved, it is enabled but return is not achieved, nor infusion of solution, therefore pediatrician is requested to evaluate it by pediatric surgeon. (B)(6) 2025 removal of catheter in surgical description pediatric surgeon reports "it is seen broken catheter in the union with the drum, therefore proceed to remove and close the skin."

Event description:
Date of insertion (B)(6) 2025 in surgical description pediatric surgeon reports that 3 attempts were made to pass the guidewire, two failed, catheter is fixed to muscle with vicryl 000, specialist informs that it was left heparinized and describes that it is well located (B)(6) 2025 revision of implantable catheter due to leakage of liquid through walls (B)(6) 2025 seal therapy is performed due to positive blood culture for gram (-) bacilli (B)(6) 2025 implantable catheter is enabled for tpn (B)(6) 2025 catheter is enabled with surecan needle number 22 mobile catheter is found, location of port is achieved, it is enabled but return is not achieved, nor infusion of solution, therefore pediatrician is requested to evaluate it by pediatric surgeon. (B)(6) 2025 removal of catheter in surgical description pediatric surgeon reports" additional information received on 22/05/2025: hemoculture results: hemoculture #1: (implantable catheter) positive after 14 hours of incubation. Gram: bacilli gram negative. Culture: positive. Micro-organism: klebsiella pneumoniae ssp pneumoniae."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport reference (B)(4) from batch 37036914. Device history record: batch record file number 37036914 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in december 2024. No other similar complaint was reported on the other batches contained in the same sterilization load. Additional information received on 22/05/2025: hemoculture results: hemoculture #1: (implantable catheter) positive after 14 hours of incubation. Gram: bacilli gram negative. Culture: positive. Micro-organism: klebsiella pneumoniae ssp pneumoniae." Summary of investigation: the involved device was not returned for investigation bacteria identified: klebsiella pneumoniae ssp pneumoniae. - manufacturing step review: all the manufacturing steps that could lead to the described defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packed in a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. Additionally, the microbiological records of the manufacturing follow-up since 2012 were reviewed: bacteria klebsiella pneumoniae ssp pneumoniae has never been identified in samplings in cleanroom nor in bioburden results on our manufactured products. - literature review: according to the literature, bacteria klebsiella pneumoniae ssp pneumoniae is known to be responsible for nosocomial infections. Cf articles: mohd asri na, ahmad s, mohamud r, mohd hanafi n, mohd zaidi nf, irekeola aa, shueb rh, yee lc, mohd noor n, mustafa fh, yean cy, yusof ny. Global prevalence of nosocomial multidrug-resistant klebsiella pneumoniae: a systematic review and meta-analysis. Antibiotics (basel). 2021 dec 8;10(12):1508. Doi: 10.3390/antibiotics10121508. Pmid: 34943720; pmcid: pmc8698758. Podschun r, ullmann u.1998.klebsiella spp. As nosocomial pathogens: epidemiology, taxonomy, typing methods, and pathogenicity factors. Clin microbiol rev 11:.https://doi.org/10.1128/cmr.11.4.589. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Root cause: the received elements show that the origin of the infection detected 3 days after the implantation is bacteria klebsiella pneumoniae. All our records show no abnormality in the sterility of the involved batch. This bacteria has never been identified in samplings in cleanroom nor in bioburden results on our manufactured products. The protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days after the implantation. Conclusion the performed investigations reveal that: - the involved celsite access port batch was produced and sterilized in compliance with the defined specifications and according to validated processes. - no other complaint was reported on this access port batch, nor on this whole sterilization load. - this bacteria klebsiella pneumoniae is known to be responsible for nosocomial infections, never. These elements seem to show that the infectious episode is not directly imputable to the device. The global complaint rate for infection on celsite access ports is very low (B)(4). No actions plan is foreseen at this time.